Manufacturer narrative:
The customer performed a precision check with erratic results. The field service engineer checked the analyzer and replaced the diaphragm. The investigation is ongoing.

Event description:
There was an allegation of a questionable urea result from the cobas 8000 c702 module. The initial result was 2.3 mmol/l and the repeat result on another analyzer was 23.5 mmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.